Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens, -10.0 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was explanted due to excessive vault. Patient's post-op best-corrected visual acuity was 20/25. Device evaluation: the lens was returned in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the optic torn and haptic torn/broken. Dimensional inspection found the lens to be within specifications. Conclusion: as per dfu for this lens model, vicls are contraindicated for patients with an anterior chamber depth (acd) below 3.0mm. Corrected data: date received by manufacturer for initial report was 12/11/2016. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Event problem and evaluation codes: (B)(4). Other text : device not returned

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.0 diopter, into the patient's right eye (o) on (B)(6) 2016. On (B)(6) 2016, the lens was explanted due to excessive vault.